Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reseated all the connections in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close and the pocket was not detected on the communication bus. The customer stated that the user was able to remove the medication from another station and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.